Manufacturer narrative:
It was reported that the trial neck broke off during while testing the patient's range of motion. The surgeon moved forward with the procedure using the implant and trial head. There was neither patient impact as a result of this incident nor was there any major delay in surgery. The delay in surgery was only a minute or two. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the trial neck broke off during while testing the patient's range of motion. The surgeon moved forward with the procedure using the implant and trial head. There was neither patient impact as a result of this incident nor was there any major delay in surgery. The delay in surgery was only a minute or two.